Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as itchy and blistering with open skin under the back te pads. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a cortisone ointment for the wound. Follow up indicated that the wound improved.